Event description:
Technician alleged the bed had high ground readings during an electrical safety check. No pt impact.

Manufacturer narrative:
The technician found a faulty power cord. The technician replaced the power cord to resolve the issue.